Manufacturer narrative:
Per amo's implant registry data base, (B)(4) is for the patient's right eye. The patient provided that her doctor's name is dr (B)(6). (B)(6). To the best of our knowledge, the lenses have not been explanted. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. The medwatch submitted for the patient's left eye is 2648035-2012-00009.

Event description:
A patient filed a complaint via the abbott medical optics (amo) homepage stating that she was a (B)(6) post lasik patient (15 years ago) who had cataracts removed from both eyes five months ago. She had a monofocal tecnis lens inserted in each eye. The patient wanted multi-focal and was told this was not the best option. The patient stated that she has no functional vision and stated that her vision was better with her cataracts and was sorry she let the surgeon implant the lenses. She plans on removing. In addition, the patient said that her surgeon says 'something is wrong, but he does not know what and can't fix it or even correct vision with contacts'. The patient stated that she has already seen multiple vision experts and now needs to consider medical disability.